Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexpected restart before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there were additional alarms in the pump history and they occurred during normal use. Customer was advised to monitor the pump and call if issues happen again.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all functional testing and had normal operating currents. The no unexpected alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.